Event description:
Reportedly, during testing, the silent led activated automatically. The date and time automatically reset after the unit was restarted. There was no pt involvement.

Manufacturer narrative:
(B)(4).